Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the iol was explanted and implanted with new non-company blue filter lens following the initial procedure. Additional information received that the patient experienced yellow tinge like vision, halos, dysphotopsia. A different lens without a blue filter was implanted.